Event description:
Tibial non-union was reported. Broken 4.5mm proximal tibia plate due to non-union. Hardware removed and revised to similar type implants. The screws were not broken. Shaft non-union. The surgery was completed successfully with 14 minutes to 30 minutes delay. This report is for 7 unknown locking screws. Incomplete part number reported (B)(4). This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for 7 unknown locking screws. Incomplete part number reported (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.